Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer stated the insulin pump was not bumped or dropped. Blood glucose value was 160 mg/dl. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.